Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that no flow could be established on a primed hls set. No harm to any person has been reported. Additional information has been received on 2022-11-28. The customer continued the priming process. They kept the pump running and after a while the pressure value normalized. The customer did not noticed any problem during priming and used the product for patient treatment. They have no problem with the hls set during the treatment. No malfunction was detected. However, the reported failure "no flow" can be linked to the following most possible root causes according to our risk management file hls set (dms# 1468452, v26): -measuring line (pressure) can not / can hardly be / is not connected -no pressure data -no control on pressure based on the available information the reported failure could not be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-360 v02 in chapter 7.2 priming the system - wait until the set is passively primed and the flow has stopped. Ensure that the lines are not pinched or kinked. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4114

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that no flow could be established on a primed hls set. No more information was provided. It was reported that no flow could be obtained with a primed hls set. This poses a risk for the patient. No harm to any person has been reported. Complaint ID: (B)(4).